Event description:
Event description cpi received this bipolar endocardial tined lead back for analysis, from white chapel funeral home in montgomery al. No allegation against the device. Reported due to cpi's lab analysis.